Event description:
It was reported that the patients right ventricular (rv) lead was exhibiting high thresholds and undersensing. A dislodgement was confirmed via fluoroscopy. A lead revision was completed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).